Event description:
Pt was revised to address femoral loosening. Poly wear and osteolysis were discovered intraoperatively.

Manufacturer narrative:
No products were returned for examination. The investigation was limited to the info provided and no conclusions could be drawn about the reported device loosening and polyethylene wear without the products to examine and insufficient product info. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.